Manufacturer narrative:
The reported failure of vent inop alarm accompanied by a red screen, associated with the machine flow sensor, is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report indicating that a trilogy evo ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was returned to a third-party service center for evaluation, where the customer complaint was confirmed. Device log files were successfully downloaded and reviewed in full. Log review confirmed the occurrence of a ¿vent inop¿ alarm (error code 155) accompanied by a red screen. Error code 155 is associated with machine flow sensor drift beyond specification (>0.2lpm). Evaluation identified a fault with the system printed circuit assembly (pca) board. In addition, the machine flow sensor was found to exhibit a high drift, which would require replacement to restore proper function. The device was not repaired and was subsequently scrapped.